Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend (vse) instrument to perform failure analysis. Instrument and system log reviews could not be performed due to insufficient event information. .

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the surgeon was unable to achieve hemostasis using the vessel sealer extend (vse) instrument. Although the source of bleeding was not provided, tissue was cut after the ¿seal completed¿ tones were heard, and the tissue was found to be incompletely sealed. At the time of the event, the jaws of the vse instrument did not contact any metal objects and were not immersed in liquid or contaminated with carbonized tissue prior to or during the sealing cycle. The following information is unknown: what surgical task was being performed when the complication occurred, the estimated blood loss associated with the bleeding, and what surgical intervention was rendered to control the bleeding. No postoperative complications were reported, and the event is not expected to result in long-term complications. Additional information was requested from the customer; however, no further details were provided.